Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 3889-28, lot# v673557, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient was experiencing poor communication with their patient's programmer. It was noted that the patient programmer antenna was damaged/broken. The antenna was secure and sync with implantable neurostimulator (ins) but did not resolve the issue. Troubleshooting resolved reported issue. A new antenna was being sent. It was reported that patient had a return of symptom that was sudden in nature. The patient service had patient sync and ins was off. They thought the 2nd blue button on the side was off. The patient service had patient turn stimulation on. The patient felt stimulation and will monitor to make sure symptom resolve. The symptom has been present for 5 months at least. No falls or accidents reported. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.